Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2013, the patient obtained the blood glucose readings of 200 mg/dl, 230 mg/dl and 236 mg/dl on the reported meter, and the readings of 160 mg/dl and 150 mg/dl on another meter within 30 minutes. At that time, the patient experienced no symptoms of high or low blood glucose levels. One week afterwards, the patient had a physician office visit, during which his oral diabetes medication regimen was adjusted. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms and did not receive any treatment to mitigate acute injury. However, as the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2 (6/17/2013) -device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 6/7/2013 with the following findings: the meter passed all testing with no faults found; the complaint was not reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.